Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was not functioning properly. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer informed the remote service engineer (rse) that the touch on the touchscreen was not reacting properly. The rse provided the customer with the part number of the touchscreen to order and replace.

Manufacturer narrative:
The customer calibrated the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.